Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no charge/battery lasts less than expected and low battery alert noted. No error 25 found in history file noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had power error detected alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that low battery alarm confirmed red battery icon. Customer was confirm batteries was not expired and not stored in cold environment. Customer declined to use an aa lithium battery. The device will not be returned for analysis.